Event description:
This spontaneous case was received on (B)(4) 2013 from a consumer concerned at (B)(6) female pt. The pt's concomitant medication included: retin a. The pt had a history of receiving juvederm in the past. On (B)(6) 2013, the pt received perlane l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) injection (unknown dose) for the first time to the marionette lines on both sides below the lips (0.06 ml on right side and 0.2 ml on left side). The batch number used was: 11657. The expiry date used was: 02/2015. On (B)(6) 2013, the pt experienced swelling, ecchymosis and lump lateral to the right side injection site. Six weeks after the injection, the lump became a mass at the injection site which was an infection. The site was drained and treated with augmentin. It was reported that the right mass is currently a hard nodule and the same adverse events that had occurred on the right side are now beginning to occur on the left side. No info about medical evaluation or causality assessment was provided. The outcome of the event was not recovered. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) ((B)(4) on behalf of valeant). No further info was provided.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4): the event implant site infection was as serious and possibly related. The events implant site swelling, implant site mass, implant site nodule and implant site ecchymosis assessed as non-serious and possibly related.